Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump had unexpected restart alarm after battery change due to interface board broken solder joint. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window. The insulin pump was received with missing segments due to cracked lcd zebra connector. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was not performed. The device was returned for analysis.